Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that their insulin pump had a unresponsive keypad. The customer¿s blood glucose was unknown. Customer states that numbers were ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer states that there is no response from any button. The insulin pump will not be returned for analysis.